Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 25.0 mg/ml; 8.985 mg/day and dilaudid 15.0 mg/ml; 5.391 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump malfunctioned and gave the patient a medication surge. The patient had a burning sensation in the legs, her legs got weak like paralysis and it happened all at once. The patient could not walk for a few hours afterwards. No further complications were reported.